Event description:
The physician stated that one shock at 0 joules, which was triggered by ventricular noise oversensing, was observed upon device interrogation on (B)(6) 2017. It was reported that the defibrillation system was explanted on (B)(6) 2017 due to ventricular lead fracture (subject lead) and suspicion of atrial lead fracture. A new defibrillation system was then implanted. Since neither the ICD system nor the programmer files could be retrieved for analysis, no further investigation could be performed.